Event description:
Affiliate reported that the instrument is clamping too strong. As a result the patients vessel intima was cut and the surgery was prolonged. The affiliate will be returning 2 clamps

Manufacturer narrative:
Upon completion of the investigation it was noted that these instruments appear to be fully functional. The serration did not appear excessively sharp or burred. The tip closure appeared normal and could close from the first matting point on the ratchet to the last - from loose to tighter grip closure. Additionally, the instruments were within specifications. It was also noted that this is the first complaint of this type for the product. As a result it appears to be an isolated case. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.